Manufacturer narrative:
Elevated complaint investigation (ecinv) (B)(4) is in process for MDR 3005248192-2015-00017. An MDR follow-up report will be submitted after (B)(4) concludes.

Event description:
The vysis alk break apart fish probe kit is a qualitative test to detect rearrangements involving the alk gene via fluorescence in situ hybridization (fish) in formalin-fixed paraffin-embedded (ffpe) non-small cell lung cancer (nsclc) tissue specimens to aid in identifying those patients eligible for treatment with xalkori (crizotinib). Patient result was negative by fish but ngs (next generation sequencing) demonstrated a myt1l-alk fusion product. The alk fusion to mytl1 gene identified by ngs is an apparent novel gene fusion not previously identified in the literature. The customer acknowledged that the pre-treatment conditions were not followed per the vysis alk break apart fish probe kit labeling. No death or serious injury was reported. An abbott molecular complaint investigation is in progress.

Manufacturer narrative:
Summary of elevated complaint investigation (ecinv) (B)(4) for MDR 3005248192-2015-00017 follow-up report 1: investigation into this complaint included testing of the abbott molecular (am) retention samples from the lots of material in question, an evaluation of the quality data review and complaint history review. The results of the investigation are summarized as follows: quality data review: batch records (related manufacturing procedures and quality test records) were reviewed. No errors were identified. Verified that product met specifications at the time of release. Specifications include, but are not limited to, cytogenetic verification of probes, tissue integrity and functional parameters (intensity, background, cross-hybridization, specificity and counterstain quality). Product/system/instrument - retain and / or file sample evaluation: retain / file sample evaluation: retain sample: lsi alk dc bap ffpe fish probe-ivd: part #31-190068/ lot# 457151 (used in kit lot 457712 in question) was tested. The retention sample passed quality specifications. Specifications include, but are not limited to, cytogenetic review, tissue integrity and functional parameters (intensity, background, cross-hybridization, specificity and counterstain quality). Probechek alk negative control slides, paraffin embedded tumor lung biopsy specimens and male lymphocyte specimens were used for hybridization as required by the quality procedure. All slides were reviewed using the required dapi, orange specific, green specific and dapi/orange/green v.2 filters when evaluating assay. A manual overnight hybridization and aqueous wash format was performed for the male lymphocyte assay. An overnight thermobrite (automated) assay and aqueous wash format was used for the pretreated probechek alk negative control slides and paraffin embedded tumor lung biopsy specimens. Cytogenetic verification of probes, tissue integrity and functional assay parameters (intensity, background, cross-hybridization, specificity and counterstain quality) passed all quality specifications. As a result of the am retain testing, there is nothing to indicate that performance was an issue as reported by the customer. Complaint history review: no additional related complaints were identified. Product deficiency decision: based on the results of the investigation elements, a product deficiency for the lsi alk dc bap ffpe fish probe-ivd: part #31-190068/lot# 457151 (used in kit lot 457712) was not identified.